Event description:
It was reported that approximately four months post a port placement procedure in the right chest wall via the internal jugular vein, the catheter was allegedly found to be split. It was further reported that the catheter was found to be leaking. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post a port placement procedure in the right chest wall via the internal jugular vein, the catheter was allegedly found to be split. It was further reported that the catheter was found to be leaking. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport attached to a catheter was returned for sample evaluations. Along with returned sample two photos, one x-ray image and a video were provided for review. Both the photos show the powerport attached to the catheter. A split was noted on the catheter. The fluoroscopic image depicts the device placed via a left jugular access. Contrast is being injected via the port. A focal irregularity is noted in the catheter at it arc in the neck. The video shows extravasation of contrast in the region of irregularity at the arc of the catheter. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A split was noted to the proximal end of the catheter. A split was noted on the attached catheter approximately 3.9 cm from the distal end of the cath-lock. Upon infusion, a leak was observed from the split on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd